Event description:
It was reported that per preventive maintenance arctic sun device did not cool/ calibration 80 (water check time out - unable to reach calibration temperature) only draws 3l of water. Nut in front housing cannot be loosened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance arctic sun device did not cool/ calibration 80 (water check time out - unable to reach calibration temperature) only draws 3l of water. Nut in front housing cannot be loosened.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty level sensor. The arctic sun 5000 was evaluated upon receipt. Level sensor was found to be not working properly. Level sensor to be replaced. Arctic sun device did not cool/ calibration 80 (water check time out - unable to reach calibration temperature). Nut in front housing cannot be loosened. Mixing pump to be replaced. Front housing to be replaced. Perform pm. Perform new calibration and mtk/stk. The device has not been repaired but if additional information is received, this record will be reviewed for updates. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.